Event description:
It was reported that the pt was re-implanted due to a device malfunction.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. Damages found are most likely attributable to the explantation surgery. Despite several requests no information about the reasons or problems which led to the device explantation have been received by med-el headquarters on this case. Due to the lack of information no root cause could be determined. This is a final report. Note: this device was manufactured by symphonix inc. Vibrant med el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced device.

Event description:
It was reported that the patient was re-implanted due to a device malfunction. Despite several requests, no additional information could be retrieved.

Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report. This device was manufactured by (B)(4). Vibrant med-el took over the (B)(4) assets. As such vibrant med-el feels responsible to f/u on product problems with (B)(4) produced device.